Event description:
It was reported the patient had difficulty coupling and/or communicating with the implantable neurostimulator (ins). An overdischarge was suspected. The ins was not recharged for over six months. A replacement was to be scheduled. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot# v010099, serial# implanted: (B)(6) 2006, explanted: product typ lead. Product ID 37752, lot# serial# (B)(4), implanted: explanted: product typ recharger. Product ID 37742, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3708240, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had their device replaced in 2012 due to it "not working right and it would not register the machine". It was not clear exactly what that meant.